Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported that tubing set had leaked at the y-site. The patient was connected and all parameters were checked by the nurse. When the nurse returned to the room, blood was noted to be all over the floor. The tubing set was checked and found that blood had backed up and caused the leak. Although requested, additional information was not provided.